Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support to confirm a breakfast meal announcement was received by the ilet pump, and the report confirmed successful recording; the user had selected a ¿breakfast ¿ less¿ meal size and later recognized an underestimation of carbohydrate intake while experiencing elevated blood glucose that was trending down from 368 mg/dl to 325 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user education and continued monitoring, with no injury and no hospitalization. Investigation included review of system reporting and real-time glucose trend assessment with troubleshooting and education. Investigation of this case revealed normal device operation and user-related underestimation of carbohydrates leading to delayed glucose response as the system adapted. It was concluded, based on previously established findings for similar reports, that the cause was user input error regarding meal size estimation.